Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source phone.

Event description:
Customer reporting positive flu b result and on retest testing positive flu a. No confirmation testing was performed. Unknown if patient is asymptomatic or symptomatic.